Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown due to normal battery depletion. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.